Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.

Event description:
Attorney reported that a pt was implanted with a ck patch in 2003. The pt's body gave rise to multiple adhesions, causing her severe pain. After less invasive methods failed to resolve the symptoms, the ck patch was surgically removed in 2005.